Manufacturer narrative:
Insulin pump received with loose/protruded drive support disk. Pump unable to prime during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No compromised force sensor system alarm noted. Pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Additionally, compromised force sensor system was reported on the insulin pump. Drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.